Manufacturer narrative:
Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #: (B)(4). Attempts to obtain additional information and for product return have been made. The healthcare provider has not returned the explanted valve or provided any additional information at this time. Although the reason for the redo-avr is unknown, there has been no allegation of product malfunction or deficiency. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported via the implant patient registry that this 23mm 2900 aortic valve was explanted from the aortic position after an implant duration of one (1) year and one (1) month due to unknown reason. Another 23mm 2900 aortic valve was implanted in replacement. No other information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (method code). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.